Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while testing for sars-cov-2, the bd rapid detection of sars-cov-2 veritor¿ produced two positives and three negatives each between two separate clients, all within a twenty minute timeframe. There was no report of adverse patient impact. (B)(4). The following information was provided by the initial reporter, translated from (B)(6): "customer took two clients, 1 sample, 1 veritor covid cartridge per client and measured them 5x each (according to the customer within 20 minutes). 2x positive, 3x negative. Expiration date of the test was february 8, test date seems to be (B)(6)." "The original reason for a repeat was that the t-line was not properly visible to the eye, after that it just became a curiosity experiment of the customer. The customer was aware that the t-line does not need to be visible to the eye and has repeatedly been pointed towards only using an analyzer to interpret cartridges. "

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges discrepant results (2x positive, 3x negative) when using kit rapid detection of sars-cov-2 veritor ce (material # 256089), batch number unknown. Bd quality performs a systematic approach to investigate discrepant results complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. The complaint was unable to be confirmed. Bd quality will continue to closely monitor for trends, no trend identified. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services. H3 other text : see h.10.

Event description:
It was reported while testing for sars-cov-2, the bd rapid detection of sars-cov-2 veritor¿ produced two positives and three negatives each between two separate clients, all within a twenty minute timeframe. There was no report of adverse patient impact. Eua # (B)(4). The following information was provided by the initial reporter, translated from dutch: "customer took two clients, 1 sample, 1 veritor covid cartridge per client and measured them 5x each (according to the customer within 20 minutes). 2x positive, 3x negative. Expiration date of the test was february 8, test date seems to be february 7.". "The original reason for a repeat was that the t-line was not properly visible to the eye, after that it just became a curiosity experiment of the customer. The customer was aware that the t-line does not need to be visible to the eye and has repeatedly been pointed towards only using an analyzer to interpret cartridges. ".